Manufacturer narrative:
During use two smart flex 5 x 60 stents did not expand. There were no reported patient injuries. The procedure was completed using a non-cordis stent. The devices were stored, handled and prepped per the instructions for use (IFU). There was no damage noted to the devices prior to opening the packages. There was no difficulty removing the devices from the sterile packaging. There was nothing unusual noted about the stent delivery systems prior to use. There was no unusual force applied during the attempted deployment of the stents. The smart flex stents were removed completely from the patient and noted to be half deployed on the catheter. No other information was provided. The devices were returned for analysis. Two non-sterile units of smart flex 5x60 vas 120cm were received for analysis inside a plastic bag. Per visual analysis of the first device, the device was noted to be separated. The device was kinked at the distal end of the stainless-steel pusher shaft, and the proximal end of the pusher shaft was bent. These defects noted are characteristics of the return shipping method, in which the parts are coiled and placed unprotected in a plastic bag. The uv adhesive bond between the fitting luer and outer sheath was separated. A partially deployed, crimped stent was noted on the device. The stent was inspected under a microscope for defects, no issues were identified. No further anomalies were noted on the device. Per functional analysis, a deployment test was performed on the device, the stent was able to be deployed and expand completely from the outer sheath. The kink was impeding the pusher shaft from advancing through the outer sheath, so the system was cut with a razorblade distal of the kink, and the pusher shaft was used to push the peek tubing until the stent deployed. No evidence of damage to the inner diameter of the outer sheath was found. The outer sheath was cut open to observe the inner lining and braided tubing for signs of damage which may have caused deployment difficulty. No evidence of damage to the inner diameter of the outer sheath was found. Per dimensional analysis, the stent length was measured to and found within the specification. Further inspection of the unit was performed to analyze the separation of the outer sheath from the fitting luer. The components are bonded together during manufacturing using uv light cured adhesive, the fill level was within specification. The dimension for marker band placement was measured and found within specification. Per visual analysis the second device was kinked at the distal end of the stainless-steel pusher shaft, and the proximal end of the pusher shaft was bent. These defects noted are characteristics of the return shipping method, in which the parts are coiled and placed unprotected in a plastic bag. The uv adhesive bond between the fitting luer and outer sheath was separated. Per functional analysis, the device was returned with no stent remaining in the system, no deployment test could be performed. The device was inspected further for a potential cause of the outer sheath separating from the luer bond. After further inspection indicated no manufacturing issues which may have contributed to the deployment difficulty, the device was disassembled to investigate its components further. Disassembly was impeded by dried blood inside the system. The distal tip of the system was cut off with a razorblade to allow for the guidewire lumen to be removed from the proximal end of the peek tubing. When pulling the guidewire lumen proximally through the peek tubing, the marker band was inadvertently removed from the guidewire lumen, because the outer diameter of the marker band is larger than the inner diameter of the peek tubing. It is assumed that the marker band was previously adhered to the guidewire lumen. No damage to the components was noted. The outer sheath was cut open to inspect the inner lining and braiding, no issues were found. Disassembly did not indicate any manufacturing issues that contributed to the deployment difficulty or separation of the fitting luer to outer sheath bond. Per dimensional analysis, the marker band was not visible for dimensional inspection because the distal tip was seated in the distal end of the outer sheath. The braided region was covering the marker band, and the system was unable to be moved to position the marker band in a visible region to measure its dimensions. This immobility was assumed to be a cause of dried blood within the system. However, it was observed that the fitting luer adhesive fill level is within the specification from the proximal end of the luer; and the heat shrink was attached. Residue of cured uv adhesive was also observed adhered to the outside of the outer sheath. This demonstrates that the fitting luer was previously bonded with the correct amount of adhesive. A review of the manufacturing documentation associated with lot 42208 presented no issues during the manufacturing process that can be related to the reported event. The reported ¿stent delivery system (sds)-ses-deployment difficulty - partial deployment¿ was not confirmed. No manufacturing issues were identified related to this event, and all bond test results are within specification and do not indicate a significant shift. Inspection of the returned devices identified damage attributable to the return shipping of the unit, including the kink in the outer sheath and bent pusher shaft. Per the instructions for use, which is not intended as a mitigation, ¿verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. Ensure that the access sheath or guiding catheter does not move during deployment. Unlock the tuohy borst valve connecting the inner shaft and outer sheath of the delivery system. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 42208 presented no issues during the manufacturing process that can be related to the reported event. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3008443827-2018-00135 and 3008443827-2018-00136. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use two smart flex 5x60 stents did not expand. There were no reported patient injuries. The device was stored in the cath lab in a cupboard. The device was stored from approximately (B)(6) 2017. The device was stored, handled and prepped per the instructions for use (IFU). There was no damage noted to the device prior to opening the package. There was no difficulty removing the device from the sterile packaging. There was nothing unusual noted about the stent delivery system prior to use. There was no unusual force used at any time during the procedure. There was no unusual force applied during the deployment of the stent. The stent did not deploy fully. The procedure was completed using a non-cordis stent. The smart flex stent was removed totally from the patient. It was half deployed on the catheter.